Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's alleged demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is received a follow-up MDR will be submitted to the FDA. No previous complaint was reported relating to this event. Isi has reviewed the surgeon's procedure history and the site's system logs with a procedure date of (B)(6) 2017. The surgeon's procedure history reveals that the surgeon performed a da vinci-assisted hysterectomy procedure on (B)(6) 2017 and not (B)(6) 2017 as reported by the plaintiff's attorney. No complaints involving any of the three instruments used during the surgical procedure performed on (B)(6) 2017 were reported to isi. In addition, based on a review of the site's system logs, no related system errors were found to have occurred during any of the surgical procedures performed on (B)(6) 2017 or (B)(6) 2017. This complaint is being reported due to the following conclusion: the plaintiff's attorney claims that the patient expired as a result of undergoing a da vinci-assisted surgical procedure. However, at this time, the root cause of the patient's demise is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted total hysterectomy procedure on (B)(6) 2017. The plaintiff's attorney alleges that the patient expired as a result of undergoing the da vinci-assisted surgical procedure. No further clinical information was provided. Isi was not provided with the operative report or any of the patient's medical records.